Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their device wasn't working on the left side. It was further clarified that their stimulation wasn't going down their left leg and they noticed it last night. They tried increasing and tried other groups but didn't feel stimulation on the left side. It was noted they would feel stimulation working only at nighttime if they twisted their leg and hip. The consumer normally charged every sunday but forgot to charge on sunday so they charged the day prior to the report instead. It was noted it normally took them 4 hours to charge and the day prior to the report it only took 2 hours. No trauma or falls reported that could be related to the issue. This was noted as a sudden change in therapy/symptoms. Additional information received from the manufacturer representative (rep) reported the patient¿s stimulation stopped working on one side, had lost coverage on the right side and found electrodes out of range for the programs being used. It was noted that the left side worked but right side stopped. It was stated that it started about 1 week ago. An impedance test showed 0, 2, 7, 13, and 14 electrodes out of range. 13 and 14 were being used for right side coverage. The patient was reprogrammed and it recaptured their right side coverage. The patient stated they didn't fall or have any mishaps. It was noted that the issue was resolved at the time of the report. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.